Manufacturer narrative:
D.6.: the implant date (B)(6) 2019 is an approximate date (month and year known only). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. No pump motor stalls were seen in the logs and the pump was infusing baclofen according to the daily dose, without any alarm or indication that something related to the pump had occurred. The initial daily dose was 100 mcg with concentration 500 mcg/ml. The new refill was done with the concentration 1000 mcg/ml and daily dose of 500 mcg/day. The patient was very drowsy, and the daily dose was then returned to 100 mcg/day. On (B)(6) 2021 the patient had faced withdrawal symptoms. The patient was now fine but was complaining of spasticity since they adjusted the dose from 500 mcg/day to 100 mcg/day. It was noted that the pain physician suggested to use flex mode. At 11 am the patient was to have 100 mcg within 30 minutes and at 11 pm the patient was to have 100 mcg within 30 minutes. It was noted that tomorrow (B)(6) 2021 the surgeon was to investigate the case after flex mode was performed. It was being considered that with the daily dose and concentration that was programmed before the refill, the pump reservoir had been empty for approximately 45 days until it was refilled on (B)(6) 2021. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2021. The patient¿s pump was initially implanted in (B)(6) 2019. The date (B)(6) 20219 is considered an approximate date of implant (specific month and year known only). As per the programmer, the pump administered baclofen with concentration 1,000.0 mcg/ml and the dose rate was 490.4 mcg/day. Regarding when the withdrawal / event was first observed, it was noted that the patient arrived at the hospital on (B)(6) 2021. The logs were not available. They had filled the pump with 40 ml and checked the volume on (B)(6) 2021 and the volume available was 38.3 ml, based on flex mode with 100 mcg for 30 minutes. It was noted that the surgeon had doubt because the initial dose of the patient was 100 mcg, then the daily dose was increased to 500 mcg to release the spasticity and the patient was very flexible. It was further noted that then the dose was adjusted to 370.3 mcg/day of baclofen (flex dosing). Regarding actions taken to resolve the issue, it was noted that they checked the pump and catheter and injected contrast medium, and nothing had been detected or no defect from the pump and catheter were identified. They had refilled the pump with new ampules of baclofen and had set the concentration 1000 mcg in stead of 500 mcg on (B)(6) 2021. The issue was resolved by using flex mode.

Manufacturer narrative:
H6 update: regarding additional information received the previously applied device code c53269 (a26) and patient code c50789 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2021-(B)(6). The patient¿s weight at the time of the event was unknown. Regarding if the physician/surgeon had still suspected the possibility of a device issue/programming issue, procedure issue, etc., it was clarified that the surgeon was aware that the pump was functioning well and that the case was a matter of setting the correct dose. It was further noted that the pain team was working to set the correct daily dose. As of 2021-(B)(6) the daily dose was adjusted from 100 mcg with 30 minutes to 70 mcg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen via an implantable pump. It was reported that the patient was implanted with an intrathecal baclofen (itb) 40 ml pump due to severe spasticity. The patient had good response on a daily dose of 100 mcg/day. While the drug concentration was on 500 mcg recently, the patient delayed to visit the pain clinic for refilling. The patient faced withdrawal syndrome. After they did a pump refill, the patient was not feeling any improvement. An x-ray of the catheter was performed and there was no change in place. Injection of dye under fluoroscopy was also performed and everything was fine; no obstruction of leakage was indicated. Having said the above explanation, the dose was increased from 100 mcg and reached 500 mcg without improvement. The surgeon had doubt that the pump was infusing the daily dose correctly, or that it was not working properly. While checking the pump and volume of refilled baclofen, this was noted as having decreased every day. They were questioning what further steps could be done to check the cause of spasticity and check the function of pump. Additional information was received via a company representative on 2021-aug-14. Regarding when the initial refill of the pump was planned, it was noted that the low reservoir alarm had occurred on (B)(6) 2021 with 5 ml as the backup in the reservoir. The pump was checked, and a pump refill was performed on (B)(6) 2021. Regarding the delay for refill, it was noted that the patient visited reyadh, away from the hospital, and had forgot to do the refill. According to the pain physician, they calculated the daily dose to compare how many ml per day the volume was decreased. No alarm had occurred after the pump was refilled. They planned to try to obtain the session report and pump logs. It was noted that they had performed many changes in daily dose and concentration. On (B)(6) 2021, the physicians had removed the old drug and refilled with concentration 1000 mcg. The date (B)(6) 2021 is considered an approximate date of event. (Specific year known only).